Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer stated that she already rewound and started using the pump. Customer's blood glucose was 123 mg/dl at the time of the incident. Customer stated that the drive support cap appears normal. Customer reported that she was able to complete the pump rewind. Customer only had 1 motor error alarm within the last 30 days. The pump also passed the displacement test and the manual prime was successful. It was explained that the alarm was caused by a connection issue. Customer was advised to monitor the issue.